Event description:
A high false positive advia centaur troponin ultra result was obtained by the customer and the result was questioned by the physician. The customer observed that the sample had a fibrin and gelatinous consistency. The customer was unable to perform repeat testing due to sample integrity. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse performed a total service call and verified sample probe pressure. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.